Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 106 mg/dl at the time of the incident. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. However, device alarmed compromised forced sensor system during the basic occlusion test and unable to prime during compromised forced sensor system test due to moisture damage force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to compromised forced sensor system alarms.